Event description:
E was initially received via regulatory authority (food and drug administration, reference number: mw5078078) on 06-jul-2018. This spontaneous case was reported by an other and describes the occurrence of device breakage ("essure coil fragments /fragmented essure dx hsg 2018"), coeliac disease ("celiac disease") and cyst ("multiple cysts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no family history. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria hospitalization and disability), coeliac disease (seriousness criterion medically significant), cyst (seriousness criteria hospitalization and disability), allergy to metals ("device implanted to patient with nickel allergy, resulting in serious systemic nickel reaction"), adverse reaction ("hi effects"), rheumatoid factor increased ("5 x rh factor /greater than 5x unl rh factor"), headache ("headaches"), arthralgia ("joint pain are the primary side effects /joint pain"), abdominal pain ("pain in abdomen"), pelvic pain ("pelvic pain"), hepatic cyst ("greater than unl cysts liver and ovaries (event splitted for coding)"), ovarian cyst ("greater than unl cysts liver and ovaries (event splitted for coding)"), vitamin d deficiency ("vitamin d deficiency"), infection ("increased infections"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with cholecalciferol (vitamin d). At the time of the report, the device breakage, coeliac disease, cyst, allergy to metals, adverse reaction, rheumatoid factor increased, headache, arthralgia, abdominal pain, pelvic pain, hepatic cyst, ovarian cyst, vitamin d deficiency, infection, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, adverse reaction, allergy to metals, arthralgia, coeliac disease, cyst, device breakage, fatigue, headache, hepatic cyst, infection, ovarian cyst, pelvic pain, rheumatoid factor increased, vitamin d deficiency and weight increased to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results: celiac disease diagnosed post implant. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078078) on 06-jul-2018. The most recent information was received on 06-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by an other and describes the occurrence of device breakage ("essure coil fragments /fragmented essure dx hsg 2018"), coeliac disease ("celiac disease") and cyst ("multiple cysts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no family history. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria hospitalization and disability), coeliac disease (seriousness criterion medically significant), cyst (seriousness criteria hospitalization and disability), allergy to metals ("device implanted to patient with nickel allergy, resulting in serious systemic nickel reaction"), adverse reaction ("hi effects"), rheumatoid factor increased ("5 x rh factor /greater than 5x unl rh factor"), headache ("headaches"), arthralgia ("joint pain are the primary side effects /joint pain"), abdominal pain ("pain in abdomen"), pelvic pain ("pelvic pain"), hepatic cyst ("greater than unl cysts liver and ovaries"), ovarian cyst ("greater than unl cysts liver and ovaries (event splitted for coding)"), vitamin d deficiency ("vitamin d deficiency"), infection ("increased infections"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with colecalciferol (vitamin d). At the time of the report, the device breakage, coeliac disease, cyst, allergy to metals, adverse reaction, rheumatoid factor increased, headache, arthralgia, abdominal pain, pelvic pain, hepatic cyst, ovarian cyst, vitamin d deficiency, infection, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, adverse reaction, allergy to metals, arthralgia, coeliac disease, cyst, device breakage, fatigue, headache, hepatic cyst, infection, ovarian cyst, pelvic pain, rheumatoid factor increased, vitamin d deficiency and weight increased to be related to essure. The reporter commented: an intervention was mentioned but not specified and/or assigned to one of the events. Diagnostic results: celiac disease diagnosed post implant. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of ptc - product technical complaint. Ncident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.